Manufacturer narrative:
Patients weight is not provided for reporting. Date of postoperative screw breakage is unknown. Additional device product code: hrs. Implanted in (B)(6) 2017; exact date is unknown. Part of the screw remained in the patient¿s bone; device not considered explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that in (B)(6) 2017 the surgeon performed a metatarsophalangeal fusion on the patient. Post-op, in (B)(6) 2018, the patient complained of pain at the operation site. The patient states that the site had been run over by a person in a wheelchair. X-rays showed two broken screws and a plate loosening. During a scheduled revision surgery on (B)(6) 2018, the surgeon removed the plate and screws. The surgeon did not remove the pieces of the broken screws from the patient and they were left in the patient¿s foot. The fusion site was refused with two staples. The patient outcome was good with no surgery delay. Procedure was completed successfully. Concomitant devices reported: 2.7 mm va locking screw 18 mm (part 02.211.018, lot unknown, qty 1), 2.7 mm va locking screw 16 mm (part 02.211.016, lot unknown, qty 1), 2.7 mm va locking screw 14 mm (part 02.211.014, lot unknown, qty 1), 2.7 mm cortex screw (part 202.820, lot unknown, qty 2), 2.4/2.7 va-lcp forefoot/midfoot plating system (part 02.211.237, lot 6613277, qty 1). This is report 1 of 2 for complaint (B)(4).